Manufacturer narrative:
Upon evaluation, it was found that the boot is worn and allowing liquid to get in. If cleaned and autoclaved without proper drying, fluid can leak from the boot due to residual cleaning fluid.

Event description:
It was reported that the handpiece leaked a black substance during a foot procedure. There were no pt or user injuries, and no medical intervention was required.